Manufacturer narrative:
The pump is not available for eval. The device has been repaired at the facility by a baxter rep. Should the pump be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available.

Event description:
The device was serviced at the facility by a baxter rep. During service, the device event history showed that an alarm and failure code 812:02 had been recorded. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.